Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit can't fill gas badly. The customer reported that the condition could not fill gas. There were no injuries reported.

Event description:
It was reported that prior to use , the cs100 intra-aortic balloon pump (iabp) unit can't fill gas badly. The customer reported that the condition could not fill gas. There were no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and found that test leak stage k7 k8 k6 k6a did not work. He also did a performance test. The average vacuum value was -152 mmhg, which is not within the criteria. The fse also did a check on the normal manifold set, he tried changing k3 k5 and the issue were still the same. Further inspection with the function test found that the average vacuum value is not within the criteria due to the pump set that creates vacuum pressure not being sufficient to meet the specified criteria. The fse recommend changing the maintenance kit for 5000 hrs to rebuild. It was later confirmed that the 5000 hrs maintenance kit was replaced (0040-00-0147) and the unit was working normal.

Event description:
N/a.